Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose ranged from 135-136 mg/dl.

Manufacturer narrative:
Device not returned.